Manufacturer narrative:
Neither the device nor films of applicable imaging study were returned to the manufacturer for evaluation. Therefore, we were unable to determine a definitive root cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent cervical arthroplasty at c5-c6 due to radiculopathy. On an unknown date, around 6 weeks post-operatively, swallowing difficulties were experienced by the patient. It was found that the implant was placed too proud. Hence, on (B)(6) 2019, a revision surgery was performed and the disc replacement surgery was converted to single level anterior cervical discectomy and fusion. The artificial disc was explanted in this revision surgery and was replaced by cage and screws.